Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a fault code and, together with a competitor right ventricular (rv) lead, exhibited a highly irregular and most oftentimes a high out-of-range shocking lead impedance measurement of greater than 200 ohms. This patient was subjected to revision of an unconfirmed date. Additional information indicated that the field representative changed the shock lead vector into different configurations which resulted to sometimes normal but most of the time with measurements greater than 200 ohms. Additional information indicated that a revision procedure was done, during which it was observed that the screw in the header was not fixed for the distal coil. The rv lead was completely disconnected from the device to check all pin connectors with the pacing system analyzer (psa). All impedance measurements on the pace/sense, proximal and distal coil were fine. While reconnecting the pace/sense connector pin into the header, the lead was damaged when it was pulled to check if it was well fixed in the header. At that moment, the lead was split between the ring-electrode and the rest of the pin. This competitor lead was surgically abandoned in the patient and the tachy device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.